Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pca displayed de error code 13-1033-149 could not be replicated during testing. Laboratory testing showed that the suspect pca module was delivering fluid within specification. However, log analysis revealed ¿channels disconnected", indicating an unstable connection. The suspect pca module, external and internal inspection did not confirm any anomalies of the electrical or mechanical components. All inspected parts were observed to be manufactured by bd. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the returned suspect pca module. Asm was used to evaluate the source pca module and determine if the device is operating in specification. The pm task results show the suspect device completed successfully without any errors or malfunctions. A basic infusion was performed on the suspect pca module. The infusion was programmed for a duration of 48 hours. The infusion was completed successfully with no error or malfunctions the event date was reported to have occurred on (B)(6) 2025; the time of the event was not reported. The pca module and pcu logs were downloaded to ascertain event details associated with the reported complaint. The facility did not provide infusion details. A review of the pcu event log, on (B)(6) 2025, at 11:46 am, channel c was selected, an infusion of hydromorphone (1mg/ml) was programmed with mode of ¿pca dose + continuous¿, with pca dose of 1mg/ml and cont dose of 10mg/1h. The user selected ¿prime set with syringe, five times. The suspect device was programmed in the ¿adult¿ profile. The review of the suspect pcu event log did not show the error code 13-1033-149, but at the time of 11:47 am the logs show channels disconnected which indicates an unstable connection. The ed alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility's clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported error code 13-1033-149 could not be replicated during testing. Laboratory testing showed that the suspect pca module was delivering fluid within specification. However, log analysis revealed ¿channels disconnected¿, indicating an unstable connection. Note that this report lists imdrf annex a0401, a13, c07, c0401, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia pump had displayed channel error code 13-1033-149 after end user pressed start key. There was no patient involvement.

Event description:
It was reported that the patient controlled analgesia pump had displayed channel error code 13-1033-149 after end user pressed start key. There was no patient involvement.

Manufacturer narrative:
This semdr is automatically created upon completion of investigation. However, since there is no new information and it does not impact the already filed emdr, we need to cancel this auto created semdr.

Event description:
It was reported that the patient controlled analgesia pump had displayed channel error code 13-1033-149 after end user pressed start key. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.